Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case, a scratched reservoir tube window, broken battery tube threads, a cracked reservoir tube lip, a stained address and serial number label and a missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 148 mg/dl. The customer reported a motor error from the insulin pump during bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per the health care provider's instruction. No add'l info was provided.